Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned; however, if additional information is received a follow-up medwatch report will be submitted. Device not returned for evaluation.

Event description:
Per cnf: after successful lotus 27mm valve implantation team removed the lotus catheter while the lis-large sheath still in the patient crushed and they started CPR , they have checked the lotus valve function and coronary and it was perfect in term of position , no paravalvular leak and normal coronary artery flow. Then the team did angio to the aortic arch, descending aortic arch and peripherals. They discovered leak from the descending ao. The dr put in graft stent and sealed this leak but without any benefit. They continued the CPR with full support (drugs , blood and volume replacement) but no result then the decided to stop. Patient died in procedure lab despite of these actions. The physician assessment of the relationship of the event to the device was stated as unknown.